Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos software and calibrations were reloaded and the associated cmos settings were also reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.